Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the loop recorder exhibited backup operation. The patient had an MRI on his skull which exposed the device to magnetic fields. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the device could not be interrogated due a battery anomaly. (B)(6).